Event description:
It was reported the pt developed a staph infection after surgery in 2005. The pt spent 70 days in a nursing home. Additional info was requested from the health care provider, however, no additional info was received.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted.